Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). The vessel diameter was 6.5 mm and atherectomy was not used. The supera self expanding stent system (sess) only partially deployed the stent. The thumb slide was being moved correctly; however, the stent was not being pushed out of the delivery catheter. The entire sess was pulled out of the sheath. There were no adverse patient effects and there was no clinically significant delay in the procedure. Three supera sess were used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the moderately calcified and tortuous anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure. Manipulation of the device resulted in the noted multiple sheath and shaft bends and the noted multiple shaft twists contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.